Event description:
During a procedure to declot a right upper extremity brachiobasilic arteriovenous graft, the 4-french micropuncture catheter that was being used to try to declot the graft fractured, leaving 4-5 cm of this in place in the graft. The patient then needed surgery to declot and remove the foreign body.